Manufacturer narrative:
(B)(4): evaluation: results: lesion morphology. Evaluation: conclusion: lesion morphology.

Event description:
The physician was attempting to use a 2.0 mm diameter x 15mm length sprinter rapid exchange (rx) balloon dilation catheter to pre-dilate a moderately calcified lesion with 70% stenosis located in the rpda. Prior to use, the device was inspected and negative prep was performed with no issues or abnormalities noted. The balloon burst at 6atms. No pt injury occurred and no clinical sequelae were reported.